Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in shock impedances over the past year. The shock impedances had been measured high and out of range. Boston scientific technical services (ts) discussed that the gradual increase could be due to patient physiology and lead calcification, but integrity testing was recommended. Testing will be performed at the next scheduled follow-up. The ICD and the right ventricular (rv) lead remain in service. No adverse patient effects were reported.